Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 230mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, the customer reverted to manual injections and insulin pens for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the load fill estimate issue was identified. The occlusion alarm investigation could not be completed as the cartridge was not returned.